Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 05jul2024. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found no image output. Based on the results of the investigation, it is possible that the following led to the malfunction: due to static electricity being applied to the serial digital interface (sdi)terminals during installation. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no output signal from serial digital interface (sdi), digital visual interface signal (dvi-d), composite and even y/c signal output. The issue was found during installation. There were no reports of patient harm.

Event description:
During the device evaluation, the video system center exhibited no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.